Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. Visual inspection of the as returned product identified some residue coating the implant, but no signs of significant damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product's dimensions were measured and found that they were within the specifications in the product's drawing. The implant was placed at tooth location # 8 for approximately 2 days. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported acute pain 1 week after insertion. The reported complaint is non-verifiable due to the nature of the event. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: not provided. The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the patient presented with acute pain one week after implant was placed in tooth location 8. The implant was removed and the site was grafted.